Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, "the use of a bioactive bone cement containing apatite-wollastonite glass-ceramic filler and bisphenol-a-glycidyl methacrylate resin for acetabular fixation in total hip arthroplasty: long-term follow-up results of a clinical trial," by k. Goto, y. Kuroda, t. Kawai, k. Kawanabe, and s. Matsuda, published by the bone and joint journal (2019), vol. 101-b, pp. 787-792, was reviewed. The purpose of this article was to study the long-term effects of a competitor bioactive bone cement (babc) when used in primary tha to cement a competitor polyethylene cup in 20 consecutive patients implanted in 1996. All patients received the same competitor polyethylene cup, competitor babc, competitor head, and competitor stem. The stems for 19 patients were cemented using depuy cmw-3 cement and the final stem was cemented with a competitor babc. This complaint will capture the results associated with the depuy cmw-3 cement. Patient 1: (B)(6)-year-old female patient received at total revision at 210 months to treat a late infection. The authors note the components were stable and there was no evidence of osteolysis. Patient 3: (B)(6)-year-old female patient received a total revision at 159 months to treat loosening of the stem at an unknown interface and wear of the competitor polyethylene cup secondary to competitor cup and head mismatch. Captured in this complaint: depuy cmw-3 cement for loosening and infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.